Event description:
It was reported to philips that the system shutdown twice during the procedure, which can indicate a problem with booting. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.